Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and 203 (pulse test fault). The cause for the failure was isolated to a broken solder connection to the c19 capacitor on the defibrillator pca. The root cause for the broken solder connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 102 (charge profile fault) and 203 (pulse test fault).